Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the circuit design of the operational amplifier of the dr board was changed on april 16, 2018. The subject device was manufactured before the design of the dr board was changed. (Date of manufacture: 2015/03/09). The dr was replaced. The device meets all inspection limits. The electrical safety test was completed. Olympus will continue to monitor field performance for this device.

Event description:
A user returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report that it "did not work." Upon inspection and testing of the returned device, it was determined that olympus, model series 180 scopes were not recognized by the device and no image was produced. This report is submitted due to the malfunction of no image. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the evaluation found that the returned device did not recognize olympus model series 180 scopes due to a printed circuit board failure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.